Event description:
It was reported that during a lavh procedure, the device would not activate with the hand switch due to intermittent activation. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.